Event description:
It was reported that a single right ventricular (rv) lead impedance measurement was out of range at two thousand and six hundred ohms on a remote transmission; all prior and subsequent measurements were normal. The lead will continue to be monitored and managed non-invasively. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The initial reported event was received on (B)(4) 2012. Of note, the reportable malfunction, a "single" high impedance measurement is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed the patient is pediatric. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric malfunction this event no longer qualifies for bimonthly reporting; therefore, it is being submitted as a 30-day report.